Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a dull knife was experienced during surgery. An alternate knife was obtained in order to successfully complete the procedure. There was no pt impact. Additional info has been requested.